Event description:
It was reported, that the camera head had an optical abnormality. Where there was no clear picture and had wavy lines. The issue occurred, at the beginning of an unspecified therapeutic procedure. That was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection. And the reported failure was confirmed. A device history record (DHR) review revealed, no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, the image issues are, due to a bad cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an optical abnormality where there was no clear picture and had wavy lines. The issue occurred at the beginning of an unspecified therapeutic procedure that was completed using a similar device. There were no reports of patient harm.